Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed a cholesteatoma, leading to the decision to explant the internal device. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.